Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an aortic abdominal aortic aneurysm in a pt in 2001 in very tortuous anatomy with a "90 degree angle". It is reported that during the implant of the stent graft the post-angiogram showed a little blushing, which the physician thought was possibly a suture pop or porosity leak most likely caused by tortuosity. It is also reported taht there were no suture breakages detected at the time of implant. However, it is reported that the one month follow-up showed a suture pop on the left side between the main body limb and the first limb but no blush. It is reported that a kub performed later in 2001 showed a stent diamond sticking straight up at the 90 degree angled left iliac limb. It appeared that the patient had 7 devices implanted. It is reported that there was no aneurysm growth and the pt is fine. The following month, the physician implanted an iliac stent graft where the physician thought there was a suture hole leak. The pre-op angiogram prior to the iliac cuff placement did not indicate a leak, however, since the leak was noted on earlier studies, the physician opted to place the iliac cuff to eliminate any weave deformation issues in the future. It is reported that the procedure went well. Films have been forwarded and rec'd by medtronic ave and an eval by an independent contracted physician is pending.

Event description:
Films received by medtronic ave and evaluated by an independent contracted physician indicate that there was probable suture breakage at 1 month on the medial aspect of the left iliac limb, which is not unexpected as the pt ahd severe left common iliac lateral angulation. The suture breakage alone requires no treatmetn unless there is a documented endoleak or an increase in the abdominal aortic aneurysm. The physician recommends that there be no treatment at this time. A follow up four view abdominal x-ray series and CT scan at 6 mos with possible angiography for an endoleak or increase in abdominal aortic aneurysm size should be completed.